Event description:
It was reported that a patient presented with over-sensing of myopotentials and high pacing impedance noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153274.